Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had multiple alarms and blank display. The customer¿s blood glucose level was unknown. Advised customer to monitor the insulin pump. Advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test and displacement test. The insulin pump was monitored for 24 hrs and no unexpected battery alarms including low battery or weak battery alarms or unexpected display anomalies including blank display anomaly were noted. No damage on the lcd isolation tape noted. However, traces of corrosion found at the battery tube. The insulin pump was received with cracked case at the display window corners and reservoir tube lip. Unit received with minor scratched display window and case.